Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in which patient was appearing on two profiles. The customer reported that the patient appeared as a preadmitted patient and an admitted patient and some of the meds were on the patient profile and some were not. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient appeared as both a preadmitted and an admitted patient. A technical support specialist referred (B)(4) and advised the customer to contact their active directory team (adt) to either reconcile or to delete the pre-admitted patient status. The customer said that the patient had been discharged from the hospital and gave permission to close the case. The system functioned as intended after the technical support specialist investigated the device.